Manufacturer narrative:
Reported issue of clip failed to release from the catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the clip was deployed it did not release from the catheter. The user decided to cut the handle off of the device in an attempt to release the clip; however, the clip was still unable to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to be removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device showed that the handle had been cut from the device. The control wire was separated per design but the clip assembly still locked onto the bushing. The sheath grip was detached from the over sheath and the over sheath was accordioned. The prongs were locked in the capsule. The coil and the control wire were also cut. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the clip was deployed it did not release from the catheter. The user decided to cut the handle off of the device in an attempt to release the clip; however, the clip was still unable to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to be removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.